Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump experienced a drop in flow during impella support. It was noted that the measured flow would not exceed 0.5 l/min while attempting to obtain p-6 support levels. As positioning verification and clot searches were inconclusive under tee, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Data logs confirmed the failure mode. Data showed low flow occurred when pump started on p-9 that triggered auto suction response & suction alarms. Pump then was only able to run on p-6 on auto mode during support. About 241 hours into the case, p level was turned down to p-1 for CABG then resume to p-6 after CABG, but flow was only 0.5 l/min. Pump then was disconnected from the console. The root cause of the low flow was unable to be determined as no product was returned for review.